Event description:
It was reported that the left ventricular (lv) lead was not capturing and was capped. A new lv lead was attempted but was not implanted since the physician was not able to get the lead to seat properly. Another lv lead was implanted. No complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that all conductors were distorted, there was blood/body fluid on all conductors (not obstructed), there was blood/body fluid on the distal conductor (not obstructed) and the lead appeared damage at implant.